Manufacturer narrative:
This follow-up report is submitted to correct the event report and associated information based on additional information recently received from the reporting surgeon.

Event description:
It was reported that a patient had significant fluid buildup approximately 7 weeks after bridging hernia surgery repair with ovitex 2s permanent. The surgeon attempted to manage non-surgically but was unsuccessful. At ten weeks post-op a wound exploration was performed in which evidence of partial device resorption was noted and synthetic components removed. Approximately 3 months post-op, the patient presented with purulent drainage indicative of infected seroma which required fascial reopening. After reoperation, pain developed and an enterocutaneous fistula was noted with an open wound and recurrent hernia.

Event description:
In (B)(6) 2024 the patient presented with purulent drainage after hernia repair with ovitex 2s permanent. Upon reoperation, some evidence of partial resorption was noted, though the repair remained intact. There was no evidence of infection. After this reoperation, the patient developed post-operative pain and an enterocutaneous fistula was noted.

Manufacturer narrative:
Details regarding this case were provided directly by the surgeon without further information offered. Seroma and reoperation are known adverse events after hernia repair as noted in the device's instructions for use. It cannot be determined whether the device caused or contributed to the issues noted. Lot identification information was not provided, therefore a review of the DHR was not possible.